Event description:
It was reported that an unspecified malfunction alarm occurred. The customer restarted their pump and continued to use it for insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.